Manufacturer narrative:
This report is two of two manufacturer reports being reported for this case. Please reference related mfg. Report no. 2015691-2021-06373. The 23mm sapien ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and revealed the following: the patient's right access vessel had presence of tortuosity and calcification, and two (2) struts were bent outwardly at the outflow side. During manufacturing per procedures all inspections are conducted on 100% of the units. During incoming inspection of the components, the valve frames are 100% dimensionally and visually inspected by both manufacturing and quality. During final assembly, the sapien 3 ultra valves are 100% visually inspected before and after holder attachments during manufacturing. Prior to final packaging, 100% visual inspection of the valves is performed. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history revealed no other complaints for frame damaged during use. The IFU for commander delivery system with s3/s3u, the IFU for esheath, device preparation manual and the procedural training manual was reviewed for instructions relating to the complaint. The procedural training manual provides guidance on sheath insertion. The proximal tapered end of the sheath is larger in diameter, hydrate sheath but do not wipe off hydrophilic coating, insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance, ensure the sheath and dilator remain together during insertion at all times, insert slowly with continuous motion to minimize friction, ensure fully expandable portion remains completely within the vessel for proper hemostasis, ensure the sheath tip is inserted past the aortic bifurcation (above the renal arteries) and once inserted, remove dilator and suture sheath in place. In addition, the procedural training manual provides guidance on delivery system insertion through sheath. Correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away, keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length and longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, in expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements and the thv should not be advanced through the sheath tip is not past the aortic bifurcation. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint frame damage was confirmed based on imagery provided. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigation did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'the 23mm commander delivery system was inserted through the 14fr esheath, the patient had very tortuous anatomy, high femoral bifurcations bilaterally, and circumferential calcium in the distal abdominal aorta. As the delivery system went beyond the iliac bifurcation, the esheath started to go lower. It was noted that the struts of the valve appeared bent on angio. In addition, it was reported that the esheath was not being secured and partially exiting the groin. This in turn likely caused the valve struts to become damaged by the calcium in the distal aorta, as it was not protected by the esheath in the usual manner. Review of imagery confirmed the presence of calcification at abdominal area near the aorta bifurcation. Per training manual, 'ensure the sheath tip is inserted past the aortic bifurcation' and 'once inserted, remove dilator and suture sheath in place.' It is possible that the valve struts interacted with the calcification in the abdominal area upon exited through the sheath tip as the sheath was moved back during the delivery system advancement leading to bent struts observed. In this case, available information suggests that patient factors (calcification) and/or procedural factors (sheath not sutured in place) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling or IFU/training inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by filed clinical specialist, the site believed the integrity of the (B)(6) valve was damaged in distal abdominal aorta. Vascular consult ensued and valve was removed from patient's body. A new valve was prepped in usual fashion and deployed with a great result. The initial (B)(6) valve was prepped in the usual fashion. The (B)(6) commander delivery system was inserted through the 14fr esheath, the patient had very tortuous anatomy, high femoral bifurcations bilaterally, and circumferential calcium in the distal abdominal aorta. As the delivery system went beyond the iliac bifurcation, the esheath started to go lower. It was noted that the struts of the valve appeared bent on angio. The heart team thought the integrity of the valve was likely compromised because it was not protected by the esheath (the esheath was not secured). The team suggested moving forward to secure the esheath with a suture going forward to prevent this. The delivery system with the valve crimped on it, was slowly moved towards the right common femoral. The team was unable to retrieve the valve back into the esheath. Vascular was consulted, where they did a cutdown, removed the valve from the artery and proceeded with the tavr. The final result with the new valve was excellent. Vascular then did a repair of the vessel. The heart team did not feel that the valve, or components of the kit had malfunctioned. There was no difficulty inserting the delivery system and valve through the esheath. There was difficulty/resistance noted once the valve on the delivery system was outside of the sheath. The vascular repair was required to close the vessel. The device was getting caught at the distal end, towards the pusher. It was unable to retract back into the sheath. There was no re-entry. The vessel was pre-dilated. No photos are available .

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing. Device discarded.